Event description:
It was reported to philips that the system did not boot up successfully. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the did not boot up successfully. Upon troubleshooting, philips field service engineer (fse) inspected the system onsite and confirmed that the suite pc crashed and would not turn back on. The defective suite pc was returned for failure analysis and confirmed there was no response from power supply. Fse replaced the suite pc, restored software and configuration. After the replacement of suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.